Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010766874 was returned and analyzed. Visual inspection showed the shaft was kinked and twisted at 2.3 inches from the tip. The shaft tip was intact with no apparent issues. In conclusion, the sheath failed the returned product inspection due to a shaft kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After the completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.